Manufacturer narrative:
Evaluation summary: the implants were not returned for examination and therefore omni could not confirm the lot numbers of the product reported. Based on the info provided, a review of manufacturing records were performed. There was no evidence in the files that showed a correlation that would likely result in the loosening of the retaining bolt in the pt. Available batch records were reviewed. There were no defects or deviations reported for the dovetail tray connector, retaining bolt. The tibial tray was not explanted. The tibial tray lot was accepted on a deviation request modifying the tolerance of the bolt hole taper angle. The change to the taper angle accepted on the deviation request corresponds to the current released design. The info provided is insufficient to permit a conclusion regarding the loosening of the dovetail tray connector, retaining bolt. This is the third reported complaint regarding dovetail tray connector loosening. This represents less than 0.03% of knee surgeries performed to date.

Event description:
Sales representative reported a revision surgery due to patient's knee pain. The surgeon removed and replaced the loose retaining bolt and tibial insert. The original surgery was on (B)(6) 2008 and the revision surgery was on (B)(6) 2013.